Event description:
During service the baxter repair technician reported fail code 810:14. The hospital representative stated that there have been noreports of any patient incident involving this pump since the last baxter service event.